Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The complaint was confirmed through visual and functional testing. The over temperature light emitting diode (led) was without function. The cause was a defective printed circuit board (pcb). The pcb was replaced, and the device passed functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was "no overheating alarm". The event occurred during annual technical inspection. There was no patient involvement, and no patient harm/adverse event reported.